Event description:
Health care professional reported via medical report 'small radial folds with liquid inside'. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "small radial folds with liquid inside, without criteria of intracapsular rupture."

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, crease /folding of implant: no observed. Seroma: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, via medical report 'small radial folds with liquid inside'. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe since it is a medical event and is not related to the device. Crease/ folding of implant: observed. As per the investigation procedure deformation, wear abrasion and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health care professional reported via medical report 'small radial folds with liquid inside'. This relates to the right side. Device has been explanted and replaced with a non allergan device.